Event description:
Caller reported the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resumed insulin after being educated by technical support about the pump¿s built-in safety feature and procedures to follow after a reset, such as manually restarting the cgm sessions and reloading the cartridge.